Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm unit involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported complaint. The unit test on an in-house system, and it passed normal mode. The usm tested on pftp and passed all required tests. The logs did not record any failures pointing to usm. Complaint detailed report indicates that the issue was fixed when surgeon side console (ssc) was replaced with another ssc. No repair action needed regarding the reported problem. No image or procedure video was provided for review. System log review was performed. Per the review, the following was confirmed: an incisional hernia tapp procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: the customer converted to another surgeon side console (ssc) after the start of the procedure due to repeated faults on usm4 as the surgeon was unable to control the usm from the ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the customer had an issue with universal surgical manipulator (usm) 4 and had a recoverable fault. Prior to calling, the customer rebooted the system four times, but the fault didn¿t clear. The customer was performing another reboot at the time of the call and the error cleared. The system wasn¿t connected to onsite and no logs were available. The surgeon sat down at the surgeon side console (ssc), but could not control usm4. The technical support engineer (tse) had the surgeon verify if they had control of usm4 and tap the side foot pedal, this did not resolve the issue. The customer stated usm4 was not showing as active in the ssc. The tse asked if the customer had another ssc dual console and they said yes. The tse recommended they verify that all of the arms were assigned to the ssc that the surgeon was sitting at. The customer said the surgeon was swapping to the second ssc. After swapping to the second ssc, the surgeon was able to successfully control all arms and continued with the case. The procedure was converted to another da vinci ssc with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.